Manufacturer narrative:
The device was requested for return and a replacement device was sent to the customer. An evaluation of the device confirmed that this complaint is related to an issue in which otherwise fully functioning pumps display a battery missing error notification, which can be caused by repetitive unplugging and plugging when the battery is fully charged. This situation can potentially lead to a therapy interruption. The user is notified of such a malfunction via an audible and visual notification and is instructed via the instructions for use to contact their healthcare provider in order to receive a replacement device.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the motion negative pressure wound therapy device was not holding a charge and felt warm while on a patient; though, there was no serious injury, the patient did not experience wound deterioration and the patient did not require consultation and/or treatment by a medical professional.